Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, the proximal conductor was distorted and had blood/body fluid (not obstructed). The outer insulation had a cosmetic cut and an insulation breached cut. Visual analysis noted apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead had no capture and was found to be dislodged. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.